Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following transseptal puncture, the sheath was flushing effectively. Once a non-boston scientific catheter was introduced and the sheath was aspirated, air was seen being pulled from the insertion site of the back of the sheath where the catheter was inserted. Air bubbles were seen in the aspiration syringe. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure after went transseptal, the sheath was flushing fine. When it was introduced a catheter into the body and aspirated air would come through the bladder of the sheath. Made sure that the catheter was center of the sheath, not hanging down, it was straight on patients' leg, but still air would enter through the where the catheter was inserted. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves? Ability to seal pressure and fluid within the sheath.